Event description:
Customer called in and said that these items were involved in a pt being burned. Contact stated that while the shaver was in use, the non-operative leg jerked three times. The surgeon had positioned the non-operative leg in a stirrup prior to the start of the case. It was noted that the metal part of the stirrup was touching the pt's non-operative leg. That is where the burn occurred. It was a 3rd degree burn about 1cm x 1 1/2 cm.

Manufacturer narrative:
The 12k was diasassembled, and water was present in the motor area. This is a known failure mode for 12k handpieces, but the condition reported has never been associated with water ingress. If this were in anyway related to the issue, it would be because the 12k would act as more of a conductor and strengthen a path for electricity to flow, but it would not initiate a path. Failing the hi-pot test only shows that the electrical insulation was weaker than specifiied. However, the other source of electricity that was sent through the patient would have to stem from another location, such as the bed. The motor and output shaft and seal will be replaced for this unit's repair. This complaint has been trended in previous complaints to be caused by use with fms adapaters and pumps. The fms adapters weken the bf insulation on the handpiece. Maintenance repairs will be made on these units before they are returned to the customer. Trends of this type of complaint in the past were noted. A patient would be burnt when an fms adapter was used, as a short would be caused by the company's adapter. The adapter would negate the bf insulation on the handpiece. The adapter was not validated for use with the tps system. Fms had sent a letter to notify customers of the incompatibility of the systems.